Event description:
It was reported that a pump has a constant downstream occlusion alarm. It was also reported that there was no pt involvement.

Manufacturer narrative:
MFR ref no. : (B)(4). The device was returned to baxter and an eval was performed. The eval could not reproduce the reported symptom. Review of the event history log confirmed the reported symptom. The unit passes the downstream occlusion and preventative maintenance testing. The downstream sensor was recalibrated to ensure continued accurate detection.